Event description:
Patient was revised to address loosening of the tibial tray. Osteolysis was noted intraoperatively.

Manufacturer narrative:
Examination of the submitted device confirmed evidence of device a search of the complaint database for the tibial tray component did not reveal any other reports against the lot number. The investigation could not draw any conclusions about the root cause of the tibial tray loosening, however, evidence was found suggesting poor fixation. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.